Event description:
While dr. Was attempting to use the reamer instrument, the regular hudson attachment broke into two pieces. The instrument and hudson piece were then passed off the sterile field. Repair tag applied.